Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the check valve failed in the oxygen transport manifold. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Event description:
The customer reported the check valve failed in the oxygen transport manifold. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 08aug2019. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported oxygen manifold leak issue. The fse replaced the manifold to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.